Event description:
It was reported to nova biomedical that, a consumer received a result of 203 mg/dl on their blood glucose meter. The consumer feels the high readings on her blood glucose meter caused her to bolus her insulin with the pump too much insulin necessitating an emergency visit for medical intervention. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.